Event description:
It was reported that the patient presented for a leadless pacemaker implant. During the procedure, after the atrial device was fixed and transitioned from short tether mode to long tether mode, the device released from the docking cap despite the tether control knob not being activated. Electrical measurements remained acceptable, so the device was left in this position. Patient condition was stable.